Event description:
Customer reported inform system blood glucose results of 27 mg/dl and 46 mg/dl, lab result of 46 mg/dl within 10 minutes, an additional comparison of inform system blood glucose results of 32 mg/dl and 46 mg/dl, lab result of 37 mg/dl within 10 minutes. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.